Event description:
It was reported that a cartridge alarm occurred during basal insulin delivery with multiple cartridges. Additionally, it was reported that the pump date was incorrect, cause was unknown. Customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 95-104 mg/dl.